Event description:
It was reported that after inserting the plate a number of screws could not be unscrewed in the mandible for repositioning, the screws cannot be turned out and had to be drilled out. Part of the plate remains implanted. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. This report is for four unknown screws of unknown lots.